Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo, supracore, sheath: terumo 4f- 6f, stent: omnilink 8 x 39. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the bilateral iliac artery. Access was from both the right and the left. A supracore guide wire was advanced from the right access followed by an 8 x 39 mm omnilink elite stent delivery system (sds). From the left access site a 7 x 59 mm omnilink sds was advanced without resistance, in order to perform a kissing stent procedure and the balloons were inflated to nominal pressure. The sds on the right looked in the correct position; however, on the left side the stent implant could not be seen on the balloon. It was then observed that the distal end of the stent implant was deploying over the proximal end of the balloon. The balloon was deflated but the stent remained open; therefore, the 7 x 59 mm stent implant was deployed in an unintended site in the external iliac. Another 8 x 59 mm omnilink stent was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the unstable stent and implant being deployed in an unintended site appear to be due to operational context. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Potential factors that can contribute to stent movement on the balloon include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with associated devices and/or anatomy, and lesion morphology. In this case, based on the reported information, it is likely that interaction the anatomy caused the stent to move proximal on the balloon. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.